Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -11.0/2.5/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6)2023. On (B)(6)2024 the lens was exchanged vertically for a longer length lens due to lens rotation not associated to a low vault and this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).